Manufacturer narrative:
Concomitant products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 06-oct-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 10mg/ml at 0 6mg/day with max activations ptm, possible 4.6mg/day via an implantable pump. It was reported that the patient developed a csf (cerebral spinal fluid) leak at the spinal insertion site. The patient developed headache and loss of effectiveness from the pump. There were no environmental, external or patient factors that may have led or contributed to the issue or diagnostics/troubleshooting performed. The actions and interventions taken to resolve the issue was the catheter was replaced. The pump segment was removed and the spinal segment tied off at posterior incision. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.